Manufacturer narrative:
Missing information: patient weight. The customer opted to not provide this information a direct relationship between the device and the reported gastrointestinal bleeding and covid positive test could not be conclusively determined through this evaluation. The patient was discharged on (B)(6) 2020, and remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 13sep2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for positive covid test and gastrointestinal (gi) bleeding. The gastroenterologist was consulted and the patient was monitored over the weekend. The patient's hemoglobin was stable over the weekend, so they were discharged on (B)(6) 2020. Additional information received on 13oct2020 reported that gi bleeding was never confirmed and no diagnostic tests were performed. Additionally, no additional information regarding patient symptoms, bleeding status, or treatment was provided.